Event description:
It was reported that at 3 minutes and 36 seconds and 32.661 joules of use, while using the surgical fiber during a prostate procedure, the laser system kept going into standby mode. The procedure was completed using a second fiber. Pt outcome: "fine".

Manufacturer narrative:
(B)(4). Fiber analysis: the fiber was found to have a circumferential fracture of the glass cap distal to the fiber/cap fusion zone at the bevel; severe burnt detritus on the metal cap and severe devitrification at the glass cap at the fracture were also observed. The fiber/glass cap appeared to shift forward within the metal cap. Both caps remain attached. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam of the system will revert to standby mode. The fiber issued may also result in a forward-firing condition of the side-firing surgical fiber. The probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure, resulting in accelerated cap wear, limiting the performance of the fiber.